Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. Device is an instrument and is not implanted or explanted. Placeholder.

Event description:
It was reported that the screw part comes all the way off on the sagittal saw attachment. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation for this device was completed on 06/16/2014. The customer's complaint that the screw part comes all the way off was confirmed. The sagittal saw attachment was tested and it was confirmed that the lock nut comes loose. This is most likely due to normal wear over time. (B)(4)